Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the needle clipper safe-clip europe safeclip was not clipping/jammed. The following information was provided by the initial reporter: the patient had a problem with not being able to cut the canulas with the safeclip, as the hole is clogged, or needles cannot be inserted, stopped working after a few canulas. Patient is using them with metoject prefilled syringes, unclear which concentration.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 2020-07-13. H.6. Investigation summary: customer returned (1) bd safe clips from lot # 7228544. Customer states that they not being able to cut the cannulas with the safeclip, as the hole is clogged, or needles cannot be inserted, stopped working after a few cannulas. The returned safe clip was tested and was able to cut a cannula properly without any observed defects. A device history review was conducted for lot number 7228544. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the needle clipper safe-clip europe safeclip was not clipping/jammed. The following information was provided by the initial reporter: the patient had a problem with not being able to cut the canulas with the safeclip, as the hole is clogged, or needles cannot be inserted, stopped working after a few canulas. Patient is using them with metoject prefilled syringes, unclear which concentration.